Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 29-sep-2020. This spontaneous case was reported by a consumer and describes the occurrence of dysmenorrhoea ('pain during menstrual period') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), adenomyosis ("adenomyosis"), menorrhagia ("haemorrhagic periods"), headache ("headache"), fatigue ("exhaustion"), anaemia ("chronic anaemia"), uterine enlargement ("doubled uterine volume") and dyspareunia ("pain during sex"). The patient was treated with surgery (planned hysterectomy in (B)(6) 2021). At the time of the report, the dysmenorrhoea, adenomyosis, menorrhagia, headache, fatigue, anaemia, uterine enlargement and dyspareunia outcome was unknown. The reporter provided no causality assessment for adenomyosis, anaemia, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia and uterine enlargement with essure. The reporter commented: planned hysterectomy in (B)(6) 2021. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 29-sep-2020. The most recent information was received on 06-oct-2020. This spontaneous case was reported by a consumer and describes the occurrence of dysmenorrhoea ('pain during menstrual period') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), adenomyosis ("adenomyosis"), menorrhagia ("haemorrhagic periods"), headache ("headache"), fatigue ("exhaustion"), anaemia ("chronic anaemia"), uterine enlargement ("doubled uterine volume") and dyspareunia ("pain during sex"). The patient was treated with surgery (planned hysterectomy in (B)(6) 2021). At the time of the report, the dysmenorrhoea, adenomyosis, menorrhagia, headache, fatigue, anaemia, uterine enlargement and dyspareunia outcome was unknown. The reporter provided no causality assessment for adenomyosis, anaemia, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia and uterine enlargement with essure. The reporter commented: planned hysterectomy in (B)(6) 2021. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-oct-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.